Manufacturer narrative:
(B)(4) date sent: 7/6/2026 d4: batch # a9937n. Investigation summary the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was received with no apparent external damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported event, the device was subjected to functional testing. During testing, the device was fired; however, the clips failed to advance into the jaws. Further examination revealed that the tip of the advancer was bent. The instrument was subsequently disassembled, confirming the advancer deformation, and six (6) clips were identified within the clip track. The event is related to improper use of the device. Prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch a9937n number, and no non-conformances were identified. Additional information was requested and the following was obtained: was the foreign body removed during the procedure? Yes if removed, how was the removal performed (e.g., manually, using another device, irrigation, suction)? Unk was the removal successful and complete, or were any fragments left behind? Complete did the presence of the foreign body or its removal require additional intervention or extend the procedure time?no were there any patient complications associated with the foreign body or its removal (e.g., injury, infection, bleeding)? Was the foreign material retained for analysis? No if yes, please provide details on handling or shipment. Did the clip not hold on the vessel or tissue once placed? Jamming occurred, so not hold. Were there any patient consequences? No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during robot-assisted right hemicolectomy, jamming occurred inside the body cavity, so the fallen clips were retrieved. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.